Event description:
The customer reported that the insulin pump was not pushing the insulin, and it may be occluded, but the device did not alarm as it should. Troubleshooting was performed. Reviewed the status screen and the customer had 20.0 units of insulin left. Ran a fixed prime and the customer could not confirm if the insulin was moving thru the tubing. A tubing clamp was not available to perform the high pressure test, and the call was disconnected. Attempted to contact the customer with no results. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.